Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with another manufacturer's device due to erosion. No patient complications were reported in relation to this event.